Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of "sweating, could walk, vomiting," and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) who obtained an unspecified blood glucose result on an hcp meter and provided an unspecified (dose/type) insulin as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of "(B)(6)". All pertinent information available to abbott diabetes care has been submitted.